Event description:
A report was received that the patient's lead was causing discomfort. The patient underwent an explant procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it discarded by the medical facility.